Event description:
Device alarming, "empty container". Nurse changed fluid as per physician orders (o.9% normal saline). When infusion started, device ran wide open, without alarming. When infusion stopped, fluids continued to run. Infusion tubing and controller changed, problem corrected. No patient injury or over-infusion resulted. Device malfunction caused by faulty encoder circuit on device.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electrical problem, discrete component/device. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.